Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove was examined visually under magnification. The fracture was located near the intersection of the tip and shaft of the driver. The fracture was smooth and flat with raised edges indicating a fast fracture due to bending load. The tip of the part was not returned. No functional test could be conducted due to the aforementioned damage to the part. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Due to unknown procedural conditions, no definitive conclusion on the cause of the incident can be made.

Event description:
It was reported during the procedure, the surgeon used the aculoc2 plate and inserted the locking screw. During the procedure, the driver tip broke. The surgeon was not able to remove the broken piece, and it remains in the patient's body. This report is related to report number 3025141-2022-00108 which is on the screw involved in this event.